Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis found that the device exhibited no communication due to a low battery voltage. The device was analyzed with a new battery and found to be normal. The battery was sent out to the supplier for further evaluation and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. Various troubleshooting were performed, but were unsuccessful. The device was explanted.